Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a video-assisted thoracic surgery. After about 5 minutes use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.